Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/03/2016, that on (B)(6) 2016, the patient experienced a skin reaction to the sensor adhesive. The patient has been seeing a dermatologist since starting use of the continuous glucose monitoring device in (B)(6) of 2014. It was stated that whenever the sensor is removed, the patient's skin beneath is red and inflamed. The longer that the sensor stays the more inflamed the reaction. If on for 7 days reaction will also have puss. The reaction is being treated with a prescription topical steroid cream. At time of contact the patient's condition was stable. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.